Event description:
During implant, failure to sense was observed on the device. The event was resolved by explanting and replacing the device. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to sense could not be confirmed. The device was received in normal working conditions with battery voltage above elective replacement indicator (eri). Analysis performed, including sensing test at field and high sensitivity settings indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. Performed DHR review to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution.